Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the unit was not turning on¿ was not confirmed. Performed power test with batteries and just ac cord and the unit powered normally both times. Further investigation found the downstream occlusion (dso) seal was lifting. The dso seal was replaced. Updated software and unit reset to standard configuration. The device passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿the unit was not turning on¿; during device evaluation it was found the downstream occlusion seal was lifting. The event occurred during testing.